Manufacturer narrative:
An event of deployment deformation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 9mm amplatzer septal occluder was selected for implant. When deploying the device in the la, the left atrial disc of the occluder deformed into a cobra-head shape. The device was retracted into the delivery sheath and deployed again at the defect; however, the deformed disc was not restored to the original configuration. The device was removed from the patient and replaced with another amplatzer septal occluder (lot number: unknown) and the procedure was completed without further complications.